Event description:
It was reported that the user experienced signal loss between the dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, while the user continued to view glucose readings in the dexcom mobile application, and the user ended the call before troubleshooting could be completed. Insufficient information was provided about user symptoms. Outcomes also included insufficient information regarding health impact due to the user terminating the call before assessment could be completed. User support included attempted information gathering and user education before the call ended. Investigation of this case revealed a communication issue between the cgm and the ilet consistent with intermittent signal loss, with no evidence of pump malfunction identified from the available information. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information.

Manufacturer narrative:
Initial.